Event description:
A malfunction alarm with code malf 16 was reported, with fault ID malf 16-0x20e6, and it was confirmed that the malfunction was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as it was still under warranty. The customer was instructed to switch to a multi-dose injection (mdi) as backup therapy and to follow guidelines for storing and returning the pump using a pre-paid label.